Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone: (B)(6). G2: foreign: great britain. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, the device was not cutting properly. There was a patient involved but no impact or harm reported. There was an unknown delay. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the reciprocation arm and bearings were worn, affecting the cut quality. The reciprocation arm and bearings were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.